Manufacturer narrative:
Evaluation summary: evaluation revealed the long gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material and manufacturing. The nail broke after 59 weeks post implantation due to material fatigue. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill (notching effect/creation of the starting point of the implant breakage at the lateral edge of the anterior bridge). A more precise statement is not possible with the information given.

Event description:
After gamma3 long nail surgery the nail was found to be broken. The primary surgery was performed on (B)(6) 2012. The revision surgery is planned on (B)(6) 2013.

Event description:
After gamma3 long nail surgery the nail was found to be broken. The primary surgery was performed on 2012 (B)(6). The revision surgery is planned on 2013 (B)(6).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.